Event description:
Follow-up information identified the patient had her entire scs system removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received four pns (off-label) leads from the same lot number. It was reported the patient experienced uncomfortable stimulation in the upper back and middle back. A sjm representative met with the patient and attempted reprogramming, however, the stimulation was painful for the patient and a comfortable level could not be achieved. The patient requested her scs system be removed.